Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited pacing inhibition due to dislodgement, which was confirmed through visual examination. Subsequently, the lv lead was explanted and replaced. No additional adverse patient effects were reported.